Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not functioning. The field service engineer (fse) inspected and found that the letters o and p, as well as the delete key, were functioning properly. Users had assumed the delete button would behave like the backspace key, so the difference was explained to the user. The fse ran the diagnostics using the hardware test application, confirming that all keys responded correctly. The o and p keys were also tested on the 6n and 6e machines. While checking, the smart remote manager was found to be shifted back, so it was adjusted. The fse verified that the customer successfully logged into the application. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had keyboard failure. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.